Event description:
This complaint is now reportable based on the analysis completed on 04/30/2008. It was reported that during preparation for a coronary stenting treatment procedure, the 3.50 x 12 mm liberte base metal stent was found to be kinked in the area of the stent. The lesion being treated was located in the left anterior descending (lad) artery. The procedure was completed with a different device. No patient complications were reported. Patient status reported as "fine". However, the returned product revealed stent damage.

Manufacturer narrative:
Product analysis verified the difficulty stated in the complaint for shaft kinked as well as found that the stent in the same location was also bent (kinked). The returned catheter exhibited a kink on the stent located 23 mm proximally from distal tip. Visual and microscopic examination of the material surrounding the kink did not reveal any inherent deficiencies that would have contributed to the incident. It was not possible to determine how or when the kink occurred. The exact cause of the difficulties experienced during the procedure could not be determined. The most probable root cause for this event will be considered handling damage. The manufacturing records were reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications prior to shipment.